Manufacturer narrative:
The product was not returned. The literature report did not provide a lot or serial number. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The root cause could not be determined. The file has been opened from a literature report: a case of visual function impairment caused by high-intensity sub-surface nano glistening. Information provided indicated the patient had a history of glaucoma. The lens was implanted in 1999. The left eye experienced progressive visual function decline for several years, with a recent marked worsening. Postoperatively, the corrected visual acuity in the left eye improved to 0.15, and the patient reported subjective improvements in visual function. The report indicated opacification of intraocular lenses (iols) after cataract surgery is a known complication and includes phenomena such as calcium deposition, glistening, and sub-surface nano glistening (ssng). Glistening and ssng are generally considered to have minimal impact on visual function, but there are reports that in cases with reduced retinal function, progression of ssng can lead to visual improvement after iol exchange. However, such reports are few, and clear criteria for iol exchange have not been established. There are reports that higher frequency of glaucoma eye drop use increases glistening severity, and in this case, long-term use of multiple glaucoma medications may have contributed. Although postoperative corrected visual acuity only improved to 0.2, this was likely due to central visual field loss from glaucoma. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via literature article, a case of visual function impairment caused by high-intensity sub-surface nano glistening, that 24 years after the intraocular lens (iol)implantation surgery, the patient experienced progressive visual function decline for several years, with a recent marked worsening that prompted the patient to visit the hospital. At the initial visit, the corrected visual acuity was 0.09 in the left eye, and it exhibited severe sub surface nano glistenings (ssng), with a corneal endothelial cell density of 1,750 cells/mm². Hence the lens was explanted and replaced with another lens in a secondary procedure. During surgery, the iol was strongly adhered to the capsular bag, leading to the removal of both the iol and the capsular bag. Scleral fixation of a new iol was performed. Postoperatively, the corrected visual acuity in the left eye improved to 0.15, and the patient reported subjective improvements in visual function. Examination of the extracted iol revealed a light transmittance reduced to approximately 40%. Nakano m, matsushima k, nagata m, takayama t, mukai k, senoo t.a case of visual function impairment caused by high-intensity sub-surface nano glistening.